Event description:
Volume of product used: 20-30 ml. How applied: product used as instructed except that excess material was not removed after application. Date of occurrence: last week of august. Details: according to sales rep, mike goetsch, surgeon has been using floseal for some time for laparoscopic supracervical hysterectomy, but stopped using it after noticing more than one incidence of infection in his pt's where the product was used.

Manufacturer narrative:
Baxter medical director assessment: sept. 20, 2007. Meddra terms: infection (in more than one pt) although we have a suspected product, minimal information for a medical assessment is missing: number of cases experiencing infection pt identifiers. Severity of infection (in each individual case: was it a sever injury?) Outcome. Reasons for the reporters causality suspicion. Add'l info including lot number(s) and clinical and lab parameters pre, and postoperatively are needed. Case(s) are medically not assessable based on the existing info. Raymond f. Nistor, md biosurgery. Attempts were made to acquire add'l info from the reporter on 14-sept-2007, 17-sept-2007, and 19-sept-2007. No response has been received from the reporter. We are unable to complete a medical assessment as we do not know how many pts were affected or the severity of the infections. This case is being reported as a conservative measure. If the reporter contacts us with add'l info needed a follow-up report will be submitted.